Event description:
It was reported by the customer that a pyxis medstation es system had drawer failure. User unplugged and re-plugged drawer from tower still showed as failed. The user mentioned that there was a delay happened during dispensing a medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to the misplaced latch inseperable magnet. A field service engineer replaced the inseperable latch in order to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.